Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker recorded noise oversensing on the right atrial (ra) channel. As a result, atrial tachy response (atr) episodes were stored. Technical services (ts) was consulted, and the noise recorded seemed to be related to electromagnetic interference (emi). No adverse patient effects were reported. This pacemaker remains in service.